Event description:
It was reported that the implant stopped working and was ultimately replaced. The patient thought it was damaged but the doctor did not think so. This implant was on the right side. There was no patient harm reported. No outcome was reported regarding this event. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information via the patient mentioned that their first ins worked for a few months and then didn't help very much. The ins and lead were replaced due to injury.

Manufacturer narrative:
Product ID 3889-28, lot# va0fw05, implanted: 2014 (B)(6), explanted: 2015 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).